Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer hospitalized and had emergency medical service on (B)(6) 2019 due to low blood glucose of 29mg/dl. Customer¿s current blood glucose was unknown. Customer stated that in hospital they removed insulin pump and then lost the insulin pump. Insulin pump will be returned for analysis.